Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the implantable cardiac monitor (icm) exhibited noise oversensing as the patient was undergoing a magnetic resonance imaging (MRI) scan at the time of transmission. No changes or intervention were done. The patient was in stable condition.